Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
This is from conference presentation in "the 42th annual meeting of (B)(6) hip society on (B)(6) 2015." It was reported that after tha surgery using omnifit, revision surgery due to a wear of the liner and osteolysis around the cup was performed.

Manufacturer narrative:
An event regarding osteolysis involving an unknown omnifit shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant concluded: 18-years of service life in a first generation polyethylene liner results in wear rates that are consistent with end of practical service life of the device, consistent with the limited facts and findings reported. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
This is from conference presentation (B)(6) on (B)(6) 2015. It was reported that after tha surgery using omnifit, revision surgery due to a wear of the liner and osteolysis around the cup was performed.